Event description:
New information received noted that the patient was not sensitive/allergic to the device or leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12376. It was reported that the patient had re-implantation procedure on (B)(6) 2019 after system was explanted due to recurrent infection in (B)(6) 2019, the implantable cardioverter defibrillator was sterilized and re-implanted and a new lead was implanted. On (B)(6) 2019 the patient presented for wound check. Pus was noted in the pocket are in the abdomen. The physician suspects that the patient might have developed sensitivity/allergy towards the device and lead materials. The physician would consult a dermatologist to do the patch testing on the patient. No device intervention occurred. Patient was stable and will continue to be monitored.